Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired early in the morning on (B)(6) 2012. The pt had a very difficult recovery; including increased need for vasopressors, and an ischemic bowel. The family made the decision to withdraw support.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.